Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing broke apart and leaked saline during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "we are having issues with defective products ref 2420-0500, bd alaris pump infusion set". "When the tubing came/broke apart, did you experience any fluid leakage? Yes, saline only".